Event description:
Complainant alleged that during the set up of the device for potential patient (age and gender unknown) use, the device displayed an "error 78" message. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.